Event description:
The customer returned the bronchovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, sticky forceps channel port was observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. B3: date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.